Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had difficulty inserting a sensor and was unsure if a portion remained inside his body. The customer stated that he received a sensor error, removed the sensor, and noticed that the cannula was retracted. The customer was advised to seek medical attention to verify the location of the sensor. Blood glucose level at the time of the incident was not provided. The sensor was not replaced or returned for analysis.